Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, "customer experienced under-filling and erroneous results when using ¿blue top tube¿. During pms phone survey customer complained of having issues with clinical testing results using the bd blue top tube which is under filling during specimen collection. Customer indicated they are not sure if the erroneous results are due to pipette contamination during testing or as a result of sample under-filling with the tube. They will begin an investigation next week to determine if the cause of this issue if from the cobas (roche) analyzer, or from the bd sample tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "customer experienced under-filling and erroneous results when using ¿blue top tube¿. During pms phone survey customer complained of having issues with clinical testing results using the bd blue top tube which is under filling during specimen collection. Customer indicated they are not sure if the erroneous results are due to pipette contamination during testing or as a result of sample under-filling with the tube. They will begin an investigation next week to determine if the cause of this issue if from the cobas (roche) analyzer, or from the bd sample tube."